Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter leaked, not sure to determine the location of the damage then change another one to complete.

Event description:
It was reported that the catheter leaked, not sure to determine the location of the damage then change another one to complete.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed a stylet and t-lock were inserted into the catheter. No obvious evidence of use was observed on the returned sample. Dried residue could be felt within the catheter. An attempt was made to flush the catheter in order to locate the alleged leak; however, the catheter was found to be fully occluded, likely due to the dried residue within the catheter. A microscopic observation revealed multiple small, diagonal splits in the catheter around the 22 cm depth marker. These small splits were observed to be aligned in two lines which were directly opposite each other. What appeared to be abrasive damage was observed on the surface of the catheter between these two lines. The fracture surfaces of the splits were observed to be mostly straight and flat and appeared to be granular in texture. The location and pattern of the damage observed in the returned catheter suggest the catheter was damaged by some sort of instrument during handling or use. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.